Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported feeling a surge of energy delivered at times. No environmental/external/patient factors were reported to have led or contributed to the issue. An impedance check was performed and all impedances were in range. It was discussed with the patient that this may be due to positional changes. The issue resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.